Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Section d references the main component of the system. Other medical products in use during the event include: brand name vectris surescan; product ID 977a260; product type: 0200-lead; implant date (B)(6) 2022; explant date brand name vectris surescan; product ID 977a260; product type: 0200-lead; implant date (B)(6) 2022; explant date medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding an implantable neurostimulator for non-malignant pain. The reason for call was patient stated this was their 2nd time having the device implanted because the leads slipped. Patient said from when it happened until now, they had gone through a lot of pain without the therapy, so they redid the surgery all over again. Patient said they went to the doctor yesterday and met with the manufacturer representative (rep) as well and rep said that the leads had moved a tiny bit, but they could work around that. Patient then said they were scared to death they were going to move the leads the second time, and said they needed stim so badly because they were in so much pain when they didn't have the therapy. Patient asked for a list to be sent to them saying what activities they could and couldn't do. Patient services (pss) reviewed where to find labeling about activities in the manual and ordered a hard copy of the manual be sent to patient through the patient manuals site as patient didn't think they had a manual. Patient also mentioned they had canceled all of their doctor's appointments they could to decrease the times they had to get in or out of the car because they are so afraid of twisting or doing something wrong. Caller also said the doctor told them they wouldn't be able to pick up more than 5-20 lbs for the rest of their life. The patient was redirected to their healthcare provider to further address the issue. Pss ordered manual be sent to pt.

Event description:
It was reported the patient had a lead revision and the leads were discarded.

Manufacturer narrative:
Continuation of d10: product ID 977a260 serial# (B)(6) implanted: (B)(6) 2022 product type lead. Product ID 977a260 serial# (B)(6) implanted: (B)(6) 2022: product type lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.